Event description:
During evaluation at the service center, the ultrasound image was fuzzy. Resetting factory settings on system resolved the issue. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. Evaluation found the ultrasound image was fuzzy. Resetting factory settings on system resolved the issue. The device was serviced, tested, and returned to the customer.